Event description:
The external pulse generator was returned with a label that read "defective do not use." Information also indicated that it was to be used as a trade-in device. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed its incoming vxi test, and the interconnect flex was disconnected and reconnected and the tests rerun and the device passed. Interconnect flex intermittent operation was noted. Analysis further noted that the lower case was broken and the bail cover and ring cover were contaminated. (B)(4).